Event description:
The patient reportedly presented with a transient ischemic attack (tia) involving right arm numbness and slurred speech. Workup for tias including computed tomography angiogram exam of the head and neck dated (B)(6) 2011 showed hemodynamically significant stenosis of the left internal carotid artery (ica). Using real-time fluoroscopy and roadmapping technique, a rx acculink 7-10 mm x 30 mm stent was placed at the site of the stenosis within the proximal left ica. Followup angiograms of the neck showed excellent stent positioning. Then another rx acculink 7-10 mm x 30 mm stent was attempted to be deployed at the left common carotid artery bifurcation. There was some difficulty in initially deploying this second rx acculink stent because the handle was sticking during deployment which caused the stent to be placed in a suboptimal position distal to the target lesion. Thus a xact 10-8 mm x 30 mm stent was deployed at the site of stenosis within the distal left common carotid artery. It was originally planned to use only 2 stents in the left ica, but ended up using 3 stents after the acculink stent "mis-deployed." An xact stent was used for more precise positioning. The first acculink stent was placed without any issues. There was only difficulty with the second stent. There was not any associated adverse clinical events related to the suboptimal positioning of the acculink stent. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: acculink 7-10 mm x 30, embolic protection: nav6 7.2 mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.